Manufacturer narrative:
Citation: d'ancona g et al. Aortic annulus angulation does not attenuate procedural success of transcatheter aortic valve replacement using a novel self-expanding bioprosthesis. Heart vessels. 2019 may 27. Doi: 10.1007/s00380-019-01436-8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of aortic angulation on procedural success of transcatheter aortic valve replacement with a new generation self-expandable prosthesis. All data were collected from a single center between march 2015 to march 2018. The study population included 146 patients (predominantly female; mean age 82 years), all of which were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). It was noted that 23, 26, 29, and 34 mm prosthesis sizes were used. Among all patients, 5 all-cause deaths occurred within 30 days post implant. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, mild-moderate paravalvular aortic regurgitation (grade I and grade ii), major vascular complications, and life-threatening bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.